Manufacturer narrative:
The device is not expected to be returned. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that during maintenance, the video system had no image coming through the digital visual interface port in; however, other ports of the video system were working fine. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the product was returned and the customer¿s allegation was confirmed. It was determined that the related elements of dvi power on md board failed due to some factors such as heat/static electricity, but the factors that led to the failure of the board could not be identified. The appearance of printed circuit (md) board was confirmed to be free from abnormalities (adhesion of dust, corrosion, intrusion of fluid into the device, burn marks, etc.). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Olympus will continue to monitor field performance for this device.